Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it logging patient circuit disconnect alarms in its memory, as well as alarming due to low inspiratory pressure during testing were both confirmed. Ventec replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to request service for a device. The asp advised that the device had reportedly alarmed continuously during use. The asp further advised that they were unable to obtain the alarm history or reproduce any alarms and were requesting that ventec perform an evaluation of the device. The asp advised that there was no patient harm as a result of the reported issue. The patient was placed on a backup device for support and survived the reported event. During the device's evaluation, ventec downloaded the device's system logs for analysis. Ventec observed that on the date of the event, the device had logged patient circuit disconnect alarms in its memory. Additionally, while testing the device ventec observed that it alarmed due to low inspiratory pressure.